Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse of a customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose reading was 433 mg/dl at the time of incident. Troubleshooting found that the customer was in the hospital and the pump does not bolus. The nurse also indicated that the display continuously flashes. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms. All the buttons functioned properly and no button error alarms were noted during testing. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. Moisture damage was found on the keypad traces during our visual inspection. No unlocked j2 lcd keypad connector during our visual inspection. The insulin pump passed the displacement accuracy test.